Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device froze during a patient event. In this state, defibrillation therapy may be delayed or not available if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.